Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the devices were prepared per the IFU. The stroke was mentioned and nothing was attributed to it. The patient is still in the hospital and did experience a bleed per the neurosurgery fellow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced an mca stroke post implant. The reported device and accessory devices were not prepared as indicated in the instruction for use (IFU). The distal portion went into mca due to the physician wanting more purchase distally due to the size of the aneurysm. The patient was being treated for an unruptured giant ica aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 33.5 mm, neck diameter unknown. Landing zone: distal smaller around 2.8 mm and proximal 4.5 mm. The patient¿s vessel tortuosity was moderate. There were either 5 or 6 coils (more than was recommended) that were placed in the dome first. Then, the pipeline shield was deployed more proximal. The physician then wanted to position it more distally. Proximal apposition was great, distally device tip coil was recaptured but could not get balloon past a certain point to angioplasty open. An mca stroke was noted to have been associated with this event the nightafter implant. Dapt (dual antiplatelet treatment) was administered (pru within range). Angiographic result post procedure: deployed.